Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific lot number product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a farawave pulsed field ablation catheter that was selected for use during a procedure to treat paroxysmal atrial fibrillation exhibited irrigation difficulties. When the catheter was in the patient, catheter occlusion was detected during the procedure and the catheter did not drip. The physician switched to a pressure bag, but the issue persisted as the catheter would not flush on the proximal end of the device. The catheter was replaced with a new catheter and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flushing test was performed through the irrigation port. Irrigation was observed with the catheter in the undeployed state, but not in the basket or flower configurations. Dissection of the catheter revealed a kink in the flush lumen. The reported event was confirmed via analysis. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farawave pulsed field ablation catheter that was selected for use during a procedure to treat paroxysmal atrial fibrillation exhibited irrigation difficulties. When the catheter was in the patient, catheter occlusion was detected during the procedure and the catheter did not drip. The physician switched to a pressure bag, but the issue persisted as the catheter would not flush on the proximal end of the device. The catheter was replaced with a new catheter and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory.